Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional contact information (B)(6).

Event description:
A reported incident involving a plum duo. It was reported that note states cassette test error on left. Cassette failure on pump with levophed running, causing a stoppage of medication getting to the patient. This caused the patient's mean arterial pressure to drop to the low 40s. Registered nurse notified provider who came to bedside and administered 1 amp of bicarb, 1 stick of neo synephrine and a rapid titration of levophed from backup pump. Pump sequestered. There were patient involvement and no reported patient harm.